Event description:
Technician reported that pt reported an overinfusion. Total bag volume 1100ml-total to infuse 1000ml-rate of infusion 2000ml/hr for 5 hrs-bag went dry after approx 3 hrs. Set code was 2m9859", reporter did not have lot number. No pt injury has been reported at this time.